Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead implant procedure, test performed prior to insertion to the patient¿s body. The tip was extended with no problem but there was difficulty for the retraction and the lead seemed to be different. After de-airing in saline, the lead was retained straight while the tip rotation was operated once per second and the torque was loosened. Extension and retraction of the tip was repeated more than once but the condition of the retraction was unstable thus the lead not used. The rv lead was replaced with a different lead. No patient complications have been reported as a result of this event.